Event description:
The customer contact during testing at the user facility, the device delivered more than expected. There were no reports of any adverse pt events while the device/pump was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query to hospira personnel. (B)(4).